Event description:
It was reported by the customer that a pyxis medstation es system not detected on bus. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawer failed except for the aux 7drawer. The field service engineer was able to resolve the issue by reseated all connections several times. The system functioned as intended after the field service engineer troubleshooted the device.